Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump¿s air sensor was unattached and falling off. The dso seal was also bubbled. There was no patient involvement or harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed, and no error codes were identified. No service history was recorded within the past 12 months. A visual inspection and functional testing were performed, with no anomalies related to the complaint observed. The complainant¿s allegation was not confirmed. The downstream occlusion (dso) seal was replaced, and the probable cause was determined to be delamination of the dso seal.